Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants on both sides and experienced breast implant rupture on her right side postoperatively; diagnosed via mammogram. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023. On (B)(6) 2023, mentor became aware that the replacement devices used were catalog number 3505504bc; serial number (B)(6), on the left side, and catalog number 3505504bc; serial number (B)(6), on the right side. On (B)(6) 2023, mentor became aware that patient also experienced bilateral device migration in addition to right rupture. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On november 17, 2023, the mentor failure analysis lab received the device for evaluation. Per device received, the following fields have been updated on this form: field d1 for brand name has been updated to "unknown gel implants textured" field d4 for catalog number has been updated to "unk_gel implants textured" field g4 for PMA/ 510(k) has been updated to "unk" on november 22, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel textured 550cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).